Manufacturer narrative:
Power to the washer was immediately turned off and the flames were quickly extinguished; no fire alarms were activated. It was identified that the drying components located in the washer's chamber overheated causing the event. Steris service replaced the damaged drying components, ran a test cycle, and found the unit to be operating according to specification. The washer was returned to service and no additional issues have been reported.

Event description:
A steris service technician was onsite when he observed flames inside the chamber of the reliance vision washer. No report of injury.